Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge showed zero units of insulin and pump stopped delivering insulin. There were no alerts/alarms found in pump history. Customer reloaded the same cartridge and insulin delivery was resumed. Customer's blood glucose was 105 mg/dl.